Event description:
The facility had sent an infusion pump in for service where a baxter service tech had reported 810:04. This pump was not involved in a pt incident this time or since last serviced by baxter. Info was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, but no additional info was available. Additional contact info was requested but no additional contact was identified.